Event description:
It was reported that the polymer coating fell off. The 35mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified mid to distal left coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the polymer coating of the device was kinked and fell off. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the polymer coating fell off. The 35mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified mid to distal left coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the polymer coating of the device was kinked and fell off. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
D4. Corrected lot number device evaluated by manufacturer: the device was returned for analysis. Inspection revealed a complete separation at the collar with part of the shaft pulled out of the collar, and the distal shaft was kinked 2 cm from the collar. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the polymer coating fell off. The 35mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified mid to distal left coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the polymer coating of the device was kinked and fell off. The procedure was completed with another of the same device. No complications reported and patient was stable.